Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately four months after a vena cava filter implantation during the scheduled retrieval, a filter limb detached as the filter was being withdrawn with a snare device. The filter and the detached limb were successfully retrieved. There was no reported patient injury.